Event description:
It was reported that this patients remote monitoring communicator exhibited a flashing red call doctor (rcd) icon. A subsequent review of device data indicates that the rcd icon occurred due to a high out of range shock impedance measurement greater than 200 ohms on this right ventricular (rv) lead. Device data was successfully transmitted via the communicator to the patients following clinic. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.